Manufacturer narrative:
Additional information received on this case reported that in addition to the endoanchors, two non-mdt bare metal stents, a non-mdt aortic cuff and a three vessel fenestrated non-MDR stent graft were also implanted in the patient (only two vessels received fenestrated stents). Six endoanchors were successfully implanted it the patient from the aortic cuff to the aortic neck. It was reported that no endoleaks were observed at the end of the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm on an unknown date. It was reported that some time post index procedure a type ia endoleak was noted on CT. Heli-fx endoanchors were implanted as treatment; however it was reported that approximately 4 months post re-intervention a type ia endoleak was noted on follow up CT. A type ia endoleak was noted again on follow up CT approximately 10 months later. The cause of the event is unknown. No further clinical sequelae were reported and the patient will be monitored by their physician.